Event description:
It was reported that the pump touchscreen was unresponsive and became frozen on the home screen. Customer¿s blood glucose level was 256 mg/dl. Customer reverted to manual injections for insulin therapy.